Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility and confirmed the reported issue. He replaced the processor board but other two error codes were displayed. The technician replaced also the ac mains board and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report stating that a heater cooler 3t system displayed the ee32 error (eeprom module is defective or cannot be accessed). There was no patient involvement.